Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that occlusion alarms occurred. Reportedly, customer was filling cartridge with cold insulin. Customer was instructed to fill cartridge with room temperature insulin per the user guide. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was in 100-200 mg/dl range.